Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
An out of box failure was reported by the customer during installation of the device. There was no patient involvement.